Event description:
It was reported, that there was a corrupted board. Per reporter, the customer is not sure when the issue was found. There was unknown patient involvement. No patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown. No information has been provided to date. E1: facility name: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. The right plunger case is cracked. There was back-up audible alarm post error in event history. Start-up inspection performed. Customer's problem was confirmed. The main board did not work as intended. Did not notice any external damage to the main board. Replaced main board for the issue. Performed function and delivery tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.